Manufacturer narrative:
(B)(4)

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2: type of follow up - additional information/ device evaluation h3: device evaluated by mfg - additional information h6: additional information. H11: additional information.

Event description:
It was reported that a display issue occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver won't turn on. A receiver boot test was performed and failed due to the receiver won't turn on. Functional tests were not performed due to the receiver won't turn on. The receiver log was not downloaded for review due to the receiver won't turn on. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.